Manufacturer narrative:
Concomitant medical product: w1dr01 ipg, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, short ventricle-ventricle (v-v) intervals, dislodgement, low r waves, over-sensing and noise. Reprogramming occurred. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.